Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. The cause of low bg was unknown. The customer was away on a camping trip and received third party assistance from camp/hcp nursing staff, who assisted with getting carbohydrates and glucagon to address the low bg level. Tandem technical support (cts) confirmed the pump is functioning as intended, and recommendation was made to call back if the customer experiences any further issues.